Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. Based on the visual analysis of the provided photographic evidence for device, it could be observed that acetabular cup and femoral head are having unintended interaction. It is most likely probable that poly liner and acetabular cup were disassociated. The dislocation allegation cannot be confirmed, it is most likely that the poly liner and acetabular cup are disassociated. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Event description:
It was reported that the hip replacement surgery was performed in 2021 at (B)(6) hospital. There was a dislocation of the liner on the left. There is a revision operation that will require the replacement of components. This is not the first time the doctor has faced a similar situation using depuy pinnacle products.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. The device code device dislodged or dislocated (a051201) used to capture implant dislocation: hip and implant disassociation: locking mechanism if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.